Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in the set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to close all the clamps and transfer set, cycled the power off and on twice and the hc was at press go to start prompt. The tsr explained the alarms and the cg stated the home patient (hp) forgot to close the spare supply line clamps, causing the 2240 alarm during dwell 3. The tsr advised to discard all the supplies and to report the alarms to the peritoneal dialysis nurse (pdrn) the next morning. The hp would finish that nights therapy manually. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the alarm. The rn was made aware that the home patient (hp) did not close one of the spare lines while performing therapy. The rn stated that to their knowledge the hp has had no injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. Per the complaint information, the cause of the system error 2240 is due to the patient having a clamp open on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The root cause investigation is in progress through renq-CAPA-(B)(4).